Manufacturer narrative:
.

Event description:
The hcp reported that the pt was experiencing decreased therapeutic effect and persistent headaches. The dose of intrathecal drug had been increased with little to no effect. A 100 mcg bolus was given with good response. Rotor and dye studies have been performed and "appeared fine." A small pocket of fluid at the back connector site was noted and the hcp suspected a dural tear resulting in a cerebrospinal fluid leak. During surgery, the dura was noted to be intact and no catheter issues were noted. The distal portion of the catheter was replaced and repositioned in l2-3. The amount of drug remaining in the existing proximal catheter was unk and the pump was programmed to deliver a bolus to prime the new distal piece. The dose of lioresal 2000 mcg/ml remained at 952 mcg/day. The hcp monitored the pt to assess any potential dosing issues postoperatively; none were reported. The pt has many health problems per the hcp.